Event description:
The caller reported that the pump battery would not charge. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The caller resolved the issue by plugging the pump into a wall outlet using a tandem wall adapter and charging cable, after which the pump began charging, and no further assistance was required.